Event description:
The customer states that when they began using phenobarbital assay lot 42063hw00 on the architect c8000 analyzer, they were unable to generate a valid calibration curve. The customer switched back to reagent lot 39074hw00 and ran controls every six hrs as recommended. There is no impact to pt management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.